Manufacturer narrative:
After further review of additional information received. As reported, after use of a 6/7f mynxgrip vascular closure device (vcd) patient called site to let them know that they were experiencing discomfort post procedure/closure. Patient underwent an ultrasound and doctor noted approximately 20% of sealant appeared to be deployed inside the artery. Per doctor, flow was non-obstructed. There was no reported patient injury. Device was stored per instructions for use (IFU) and opened in a sterile field. The product was not returned for analysis. A product history record (phr) review of lot f2234004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inaccurate placement (intravascular)¿ and ¿discomfort¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information provided suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 6/7f mynxgrip vascular closure device (vcd) patient called site to let them know that they were experiencing discomfort post procedure/closure. Patient underwent an ultrasound and doctor noted approximately 20% of sealant appeared to be deployed inside the artery. Per doctor, flow was non-obstructed. There was no reported patient injury. Device was stored per instructions for use (IFU) and opened in a sterile field. The device will not be returned for evaluation.